Manufacturer narrative:
Review of complaint activity for the architect havab igg assay did not identify any adverse or non-statistical trends associated with the complaint issue. However, slightly increased complaint activity was identified associated with lot 95381li00. Return testing was not completed as returns were not available. Using worldwide field data, the performance of the lot was evaluated. The median and the standard deviations to cutoff of the negative population of the complaint lot was evaluated and found to be within the established limits. Manufacturing documentation for the complaint lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect havab igg lot 95381li00 was identified.

Manufacturer narrative:
This report is being filed on an international product list 06c29 , that has a similar us product distributed in the us, list 6l27 (havab-g). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a higher rate of (B)(6) results were generated while using the architect havab igg reagent on the architect i2000sr analyzer. The customer reported that the repeat results would turn out (B)(6). No impact to patient management was reported.